Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited gradual rise in pace impedance measurements, to high out of range, greater than 3,000 ohms. Threshold was also elevated at last check, and no noise was present on the presenting electrocardiogram, nor stored events. Technical services (ts) recommended isometrics testing, and discussed troubleshooting and programming options. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited gradual rise in pace impedance measurements, to high out of range, greater than 3,000 ohms. Threshold was also elevated at last check, and no noise was present on the presenting electrocardiogram, nor stored events. Technical services (ts) recommended isometrics testing, and discussed troubleshooting and programming options. No adverse patient effects were reported. The device remains in service.